Manufacturer narrative:
Medtronic received the following information from a journal article entitled; prospective multicentre cohort study of fenestrated and branched endografts after failed endovascular infrarenal aortic aneurysm repair with type ia endoleak hostalrich a, mesnard t, soler r, girardet p, kaladji a, baptiste j e, malikov s, reix t, ricco j-b, chaufour x european journal of vascular and endovascular surgery 62 (4) pp. 540-548 doi:https://doi.org/10.1016/j.ejvs.2021.06.019 2.3 PMA number estimated as exact medtronic stent graft used is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic stent grafts and non mdt stent grafts were implanted in the endovascular repair of abdominal aortic aneurysms on unknown dates. The following malfunctions were reported; type ia endoleak, type ib endoleak, type iii endoleak , migration the following adverse events occurred after re-intervention for the malfunctions reported ; patent underwent fevar/bevar using a non mdt stent graft aneurysm rupture, kidney injury, respiratory failure, ischemia, myocardial infraction, stroke, pseudoaneurysm, hematoma patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.